Manufacturer narrative:
A2: mean age. B3, d6: estimated dates. D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. It should be noted that the reported patient effects of thrombosis, restenosis and occlusion, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, a conclusive cause for the reported difficulties and patient effects could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb device was not commercially available in the u.s; however, it was similar to a device sold in the u.s. Literature attachment: ¿peri-strut low intensity areas and in-scaffold neointima growth after bioresorbable scaffold implantation in stemi. A serial optical coherence tomography study.¿

Manufacturer narrative:
The device will not return for analysis. Investigation is not yet complete. A follow up report will be submitted with additional information. The absorb device was not commercially available in the u.s; however, it was similar to a device sold in the u.s. Literature: ¿peri-strut low intensity areas and in-scaffold neointima growth after bioresorbable scaffold implantation in stemi. A serial optical coherence tomography study¿ (B)(4).

Event description:
It was reported through a research article that the absorb scaffold may be related to peri-strut low intensity areas (psla)s, in scaffold neointima growth (neoatherosclerosis, neovascularization, thin-capped fibroatheroma, calcium, plaque/lipids and macrophages), thrombosis, restenosis, total occlusion, and revascularization. Specific patient information is documented as unknown. Details provided in the attached article titled: ¿peri-strut low intensity areas and in-scaffold neointima growth after bioresorbable scaffold implantation in stemi. A serial optical coherence tomography study¿.